Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that difficulty deploying the clip occurred. It was reported the patient presented with grade 3+ functional mitral regurgitation (mr). A mitraclip xtw was implanted. While deploying the clip, it had been difficult to remove the shaft of the delivery system. Troubleshooting was performed by following instructions for use (IFU). It was noted that the mr was temporarily exacerbated after withdrawal, but over time it returned to mr state. The mr was reduced to 1. The procedure was completed with one clip placed. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficulty deploying the clip was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.